Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: un k_mazorx_3dcam h3, h6: a medtronic representative went to the site to perform a system check out and they cleared the work volume and performed a scan to verify accuracy. The system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for analysis. The analysis determined that the issue was related to a 3d camera fault. B01, c02, d02 are applicable to the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the patient's spine was sticking outside of the work volume after the 3define scan was completed during the procedure. The manufacturer representative stated the work volume was lower than it should have been. There was no troubleshooting done as this was noticed after the guidance system portion of the case was completed. The case was fully performed with the guidance system with no issues. There was no patient harm and the procedure was delayed less than an hour.